Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00375 and 00376) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient stated to have recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). It was also stated that there were no effect on patient and that he was doing fine the whole time. It was further stated that the exchange resolved the issue. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of battery (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as a result of exhibiting a high max error of 5%, indicative of a unit that is out of calibration. The high max error increases if the patient does not drain their batteries down to 25% before changing them. This is an incidental finding and not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold for battery serials (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports 3007042319-2016-00375 and 3007042319-2016-00376 submitted for devices related to the same event.